Manufacturer narrative:
(B)(4). Date sent: 5/4/2022. Additional information was requested and the following was obtained: any difficult with the device during the initial surgical procedure? None at all. What power level setting was used through the surgical procedure? 3 and 5. Were any generator alert screens displayed? None. Were there any issues with hemostasis? None. What structures and vessel were the device used on during the procedure? Superior, middle and inferior thyroid veins. Was the harmonic device used to ligate? Yes. Were the poles of thyroid ligated with the harmonic device or were there other methods of ligation to include sutures or clips? Harmonic used, no sutures or clips. What was the approximate size of the pole vessel? Less than 5mm. What was the timeline of events? The patient went home 24hrs post operatively, no complications, recommenced blood thinner apixaban 4 days post operatively and died 8 days post operatively. Was the site of hemorrhaging identified? No. Was that an area in which the harmonic was used? Not aware. Is an autopsy report available? No. Is the surgeon interest in speaking ethicon medical and engineering team? No not really as he does not feel that this unfortunate incident necessarily relates to the harmonic.

Manufacturer narrative:
(B)(4). Date of death is unknown. Date of event: unknown; captured as awareness date. Batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: any difficult with the device during the initial surgical procedure? What power level setting was used through the surgical procedure? Were any generator alert screens displayed? Were there any issues with hemostasis? What structures and vessel were the device used on during the procedure? Was the harmonic device used to ligate? Were the poles of thyroid ligated with the harmonic device or were there other methods of ligation to include sutures or clips? What was the approximate size of the pole vessel? What was the timeline of events? Was the site of hemorrhaging identified? Was that an area in which the harmonic was used? Is an autopsy report available? Is the surgeon interest in speaking ethicon medical and engineering team? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that 7 days post op of a thyroidectomy for graves disease the patient died. The patient had a massive hematoma/hemorrhage.